Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports having to discontinue the treatment due to gum recession, loose top left wisdom tooth, advanced periodontal disease, and associated bone loss per dentist. Patient is being referred to an orthodontist for further evaluation and treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.